Event description:
It was reported that the pt underwent a breast procedure in 2009. Then at about 20 days later, the pt presented with a seroma. The seroma was aspirated, and the event is reported as resolved.

Manufacturer narrative:
Conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.